Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance. It was noted that the gradual rise was indicative of a physiological change around the lead. The patient will continue to be monitored. There are no patient consequences.